Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging sleep apnea. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation lab confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool). Using a known good power supply and power cord, product investigation lab confirmed the device powers on. A known good display was used on the device, due to the original display not functioning properly. Once the display worked, the therapy was able to start, and product investigation lab verified airflow. During the investigation, product investigation lab observed the front panel display did not function. There were hair-like particles observed in the bottom enclosure. The device otherwise was visually free of contamination. Evidence of sound abatement foam degradation/breakdown was not observed.